Manufacturer narrative:
Other relevant device(s) are: micra av delivery system, model #: mc1avr1-delsys, expiration date: 14-dec-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 20-aug-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure of the leadless implantable pulse generator (ipg) with a temporary lead for the backup pacing in the right ventricle, the patient started coughing and become cyanotic, unresponsive, pulseless and was not breathing. It was noted that initial rhythm was torsades de pointe that generated into ventricular fibrillation (vf). Return of spontaneous circulation (rosc) was achieved after second application of cardiopulmonary resuscitation procedure. Transthoracic echocardiogram (tte) showed severely reduced ejection fraction with apical left ventricle wall akinesis. It was also reported that pacemaker implant induced takosubo syndrome/cardiomyopathy was observed but also multiple rib fracture, small left pleural effusion was noted on the x-ray. Troponin elevation and non-obstructive coronary artery disease were observed. Leadless ipg remains in use. The patient is a participant in the accelav study. No further patient complications have been reported as a result of this event.